Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and lemo connector. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported images are distorted. No pt injury was reported.